Event description:
It was reported the patient's ipg is not able to be turned off using the magnet. The sjm representative met with the patient and confirmed the issue. A replacement magnet was sent to the patient but did not resolve the issue. The sjm representative met with the patient and was unable to turn the patient's ipg off using multiple magnets. The patient is able to use his programmer to turn the ipg off.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.